Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time displayed on the pyxis system was about 10 minutes behind. A technical support specialist (tss) remotely accessed the station and verified that the station time was out of sync with the server time. The station time was updated to match the current time, and the changes were successfully applied. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es incorrect time on screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.